Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer believed that there was something wrong with her insulin pump. At the time of reporting, her blood glucose was 275 mg/dl owing to her just having had a snack. The customer stated that her insulin pump would not stop beeping and that she had pressed some buttons which she believed caused the meter to disconnect from the insulin pump. She was advised as to how to program the meter to her insulin pump. No equipment was returned. No additional information was reported.